Event description:
Healthcare professional (hcp) reports one incident of a blood leak at the venous header of the psn 210 dialyzer. Blood leak was noted at the start of treatment with an estimated blood loss of 25 cc. No patient injury or medical intervention was reported per hcp.